Manufacturer narrative:
Reliability analysis inspected 4 opened and used transfer guards performed a visual specification. And found transfer guard needles center off. Analysis not required. No reservoirs to confirm the complaint.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a complete set change. The reservoir will be returned for analysis.